Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. The customer reported the needle with the shied was separated from the hub. The returned syringe was examined, and it was observed that the needle hub/shield assembly was attached to the syringe barrel properly; removing the cannula shield did not result in hub separation. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. Unable to perform a DHR review for needle hub separates due to unknown lot number. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle with the shied was separated from the hub."